Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was isolated to a defective u1 and v1 components on the ECG d distribution node pca. Upon investigation the electrode belt did not pass an ECG fall off test. The root cause for the defective u1 and v1 could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.